Manufacturer narrative:
Sections with additional information as of 04-may-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 165, 188, 135, 166 and 153 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl and expected 2 hours post meal blood glucose test result is < 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 176 mg/dl and 215 mg/dl using true metrix meter. Customer used the last test strip from lot # za4952s for the first blood test (no strips can be returned from this vial). Second test was from new vial that the customer opened that day, za5083s, manufacturer's expiration date is 06/30/2024. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2024 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 165 mg/dl date: (B)(6) 2023 time: 9:14 am fasting. Result 2: 188 mg/dl date: (B)(6) 2023 time: 9:15 am fasting. Result 3: 135 mg/dl date: (B)(6) 2023 time: 9:00 am fasting . Result 4: 166 mg/dl date:(B)(6) 2023 time: 8:59 am fasting. Result 5: 153 mg/dl date: (B)(6) 2023 time: 11:00 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.